Event description:
It was reported patient underwent a total elbow arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013 due to patient fall and fractured the humerus.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "excessive activity, trauma and excessive weight have been implicated with premature failure of the implant by loosening, fracture, and/or wear."